Event description:
A screw on the rollator breaks and the user hurt himself (small injury).

Manufacturer narrative:
The saprano is the same /similar to a product or products which have been previously manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).